Event description:
It was reported that a supply line luer connector of the homechoice cassette ¿broke off¿ and disconnected from the supply line tubing which resulted in a leak. The patient was connected at the time of the event. This issue was observed during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported five days after the leak occurred, the patient experienced stomach cramps. Two day s later, the patient experienced an unspecified bacterial infection manifested by cloudy effluent. The same day, the patient was hospitalized for the event. On an unreported date during hospitalization, the pd catheter was removed and the patient was transferred to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and showed the female shrouded connector was broken off from the supply line assembly. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.